Manufacturer narrative:
Device analysis revealed broken conductor wires.

Event description:
The manufacturer's representative reported that while attempting to insert an interstim lead into an interstim ii 3058 neurostimulator, the lead would only advance to the third connector. The case was cancelled and the lead left in place. The manufacturer's rep ordered a new lead and again the lead stopped at the third electrode. The physician applied lubricant distal to the third connector and still had the same result. Finally, a new lead was placed and there was a successful connection. No adverse events with the patient reported.